Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
At the end of a cryoablation procedure for paroxysmal atrial fibrillation, the sheath, cryoablation catheter and mapping catheter we re pulled back into the right atrium. Then, the cryoablation and mapping catheters were withdrawn from the sheath and the sheath remained in the right atrium. Information received by medtronic indicated that blood was leaking out through the valve of the sheath. Approximately 50cc of blood leaked out before the surgeon realized and stopped it. There were no patient symptoms or complications following the event.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. The device failed the returned product inspection due to a defective hemostatic valve. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.